Event description:
It was reported that this electrode along with the subcutaneous implantable cardioverter defibrillator (s-ICD) were going to be capped and explanted respectively due to a patient condition, as the patient ejection fraction increased to 65%. This case was reported because the sales representative was just inquiring for an appropriate cap for the 3400 electrode model. However, the physician had to cut this electrode to remove it as he couldn't turn the set screw. Subsequently, this electrode was abandoned, replaced and no additional adverse patient effects were reported.